Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported event could not be conclusively determined. It was reported through the patient outcome that the patient expired on (B)(6) 2021. It was later reported that the cause of expiration was unknown, but it was not considered to be device related. The device reportedly operated as expected. The center reported that hm3 lvas, serial number (B)(6) would not be returned for evaluation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the hm3 lvas; however, it should be noted that the center reported that the death was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and the cause of death was unknown.